Manufacturer narrative:
(B)(4). The complaint was not confirmed. No device malfunction or use error was identified. The cause of the peritonitis was undetermined.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed.

Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a baxter-employed nurse from (B)(6) of bacterial peritonitis with culture positive for gram negative organism in a patient coincident with dianeal pd2 ultrabag therapy for peritoneal dialysis (pd). At the time of this report, dianeal pd2 ultrabag therapy was ongoing. On (B)(6) 2012, the patient experienced peritonitis. On (B)(6) 2012, the patient required hospitalization for the event. On that same date, the patient received remedial therapy with altaz (1 g, "once", route not reported). The cause of the peritonitis was unknown. The peritonitis was resolving.